Event description:
Reporter wears patches "all the time" and this is the first time there was a problem. He applied on the morning in 2007 and removed it after work. As he removed patch, skin was peeling off with patch, which was very painful. The following morning, he went to urgent care for treatment. Doctor treated with silvadene cream and covered with bandage. Reporter returned call the next month and said, that he was feeling better and was healing. Additional medical information has been requested but not received to date.